Event description:
It was reported the pt lost stimulation while out for a walk. The pt met with the manufacturer rep at the clinic. The pt had very slight stimulation using electrode 5,6 and 7 with the voltage up to 10.5 volts. Impedance readings>3600 ohms and 3000 was reported on electrodes 5, 6 and 7. An x-ray of the lead and /or extension was recommended.